Event description:
It was reported that following an ipg revision procedure, patient developed redness at the ipg site and had a seroma from there. The patient was given a wound vacuum-assisted closure to help with the draining. No further information has been obtained despite good faith efforts.